Manufacturer narrative:
Leftheriotis, d., et al. Pfa under deep sedation and non invasive monitoring in atrial fibrillation patients with obstructive sleep apnea.pacing and clinical electrophysiology. 2026 apr 18. Doi: 10.1111/pace.70260. Epub ahead of print. Pmid: 42001249. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that vessel trauma occurred. A study was conducted from october 2023 to october 2025 to evaluate the incidence of potential adverse respiratory and hemodynamic events during pulmonary vein isolation with pulse field ablation (pfa) under deep sedation between a specific population of patients with atrial fibrillation and obstructive sleep apnea (osa) and patients without osa. Ninety-three patients (93), thirty-two (32) with moderate to severe osa, were enrolled in the study. Procedure summary: deep sedation was initiated before femoral vein puncture with intravenous administration of midazolam, continuous propofol administration, and an initial intravenous bolus of fentanyl was administered, which was repeated before the transeptal puncture. The transeptal puncture was performed with a non-boston scientific (bsc) needle and a heparin bolus was given to achieve an activated clotting time of greater than 300 seconds. The transeptal needle was withdrawn, a faradrive steerable sheath was placed, and a farawave catheter was advanced to the left atrium. Prior to the first pulse delivery, atropine was given intravenously to avoid vagal reactions such as sinus arrest or intermittent atrioventricular block. Four (4) applications of ablation were delivered with the catheter in basket configuration and four applications were delivered in flower configuration to each pulmonary vein. Pulmonary vein isolation was successful in all patients. Event summary: of the ninety-three (93) patients enrolled in the study, two (2) experienced femoral artery injury requiring transcutaneous embolism by interventional radiologists. Patient status: no further information on the status of the patients is available.